Manufacturer narrative:
The coupler device and instrument were returned for eval. The instrument was well within specification, and the coupler jaw assembly meets functional specifications with the instrument. Investigation of the returned assembly demonstrated bent pins on both coupler rings and the left ring was not inserted into the assembly jaw correctly. Remnant vessel tissue was only present on one ring and vessel was only everted on every other pin rather than on each pin. It appeared that the coupler was not fully utilized by the surgeon in an anastomosis. Testing was unable to confirm the complaint, the observations of the state of the rings do not support the complaint description. The DHR was reviewed. According to the device history record, the device met specification at the time of MFR.

Event description:
As reported by the distributor: during a surgical procedure (on or somewhat before (B)(6) 2010), the 3.0 mm coupler rings were unable to be released from the anastomotic instrument following the anastomosis. No other procedure or pt-related info is known. The coupler and the anastomotic instrument were returned to synovis for eval.